Event description:
It was reported that the patient's sleep apnea developed after vns implantation. It was reported that vns therapy was not related to the patient's sleep apnea and that there were no causal or contributory programming or medication changes that preceded the onset of the sleep apnea. It was reported that the sleep apnea was not associated with device stimulation.

Event description:
It was initially reported that the patient has issues with sleep apnea. The patient's vns has not been evaluated in a long time and the patient would like it removed. It is unknown if the removal is related to the sleep apnea. The patient is to see a surgeon about the removal. Surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received from the surgeon's office. The patient reported to them that his psychiatrist wanted her vns removed since it was causing sleep apnea but this was not confirmed by the office.